Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy, surgeon tried to wipe upper seal off with forceps grasping gauze, then the upper seal warped. The warped seal returns to the original state by being pushed with forceps, but the same event occurs upon wiping off the seal. Operating time not extended. No tissue damage:. Nothing fell into the cavity. No bleeding.